Event description:
It was reported that the device was used during bowel resection. It was reported by the rep that the surgeon attempted to fire the tlc55 instrument and it locked out. There was no pt consequence.